Event description:
Account has a pt with axsym b-hcg results between 25.5 - 32.7 miu/ml. Account reported result of 32.7 miu/ml. Architect I 2000 b-hcg results were <1.20 miu/ml. The pt was having a tubal ligation performed. Since the b-hcg was elevated an ectopic pregnancy was looked for on the pathology examination. No ectopic pregnancy was found. No injury occurred.